Event description:
In the operating room, smoke was detected from the rear of the light source. The perfusionist and anesthesiologist unplugged the headlight from the source and unplugged the source from the wall. They wheeled it from the area near the head of the bed to the operating room door. At this time, a passing surgical tech looked into the room and was motioned to come in by the surgical team. He noted the smoke, removed the headlight source from the room and wheeled it down the hallway to an exterior patio.